Event description:
It was reported that a perforation occurred in the distal left popliteal artery during the use of a non-abbott atherectomy device. The 3.0 x 19 mm graftmaster stent was successfully implanted and post-dilatation was performed. However, it did not completely seal the perforation. A 3.0 x 16 mm graftmaster stent was implanted in the distal left popliteal and post-dilatation was performed. Upon final angiogram, the perforation was noted to be successfully sealed. No adverse patient sequela was reported. Follow up visit with physician on (B)(6) 2012 noted that the patient is doing well. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It was reported that the graftmaster stent was being used to treat a perforation in the left popliteal artery. It should be noted that the rx graftmaster instructions for use (IFU) states the jostent graftmaster is a balloon expandable pre-mounted coronary stent graft for intraluminal chronic placement in coronary arteries or aorto-coronary bypass grafts. It could not be determined if the incorrect indication contributed to the reported difficulties.